Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report: 1627487-15764, reference MFR report: 1627487-2014-15765, reference MFR report: 1627487-2014-15766. It was reported the patient experienced overstimulation. Diagnostic testing indicated impedance readings within normal limits. Surgical intervention was undertaken and the patient's ipg and extensions were explanted and replaced. The lead was connected directly into the replacement ipg. The issue is resolved.